Manufacturer narrative:
An attempt to reproduce the reported event using +guardian+ software version 1.3.1 installed on  iphone xr, +ios16+ & samsung s20 fe android 12 with a transmitter was conducted, and confirmed the issue is not reproducible. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirements. Based on the developers' findings, the app experienced difficulties in sending data due to a large volume of information. However, it was eventually able to automatically upload snapshots and periodic data within a timeframe of no more than 2 hours, without requiring manual intervention. The logs provided did not indicate any instances of manually sending snapshots. It appears that the issue with the display on the carelink platform is specific to carelink itself. To assist with the resolution of the issue, we provided to the helpline team to update the app together with customer to update communication with the carelink server. The helpline provided next information: customer confirmed that after updating to app version 1.3.2 the problem is no longer an issue. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the app was not able to upload data each night. Customer was unable to performed diagnostics log. Troubleshooting was performed and no harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.